Manufacturer narrative:
Concomitant product: 35ml monoject syringe, therapy date (B)(6) 2016. The customer¿s report of a channel disconnect event was confirmed. The pcu event log showed that between 4:53 pm and 10:05 pm on (B)(6) 2016 there were 8 channel disconnects involving the pca module and autoid module. After each disconnect, the channel disconnect message was confirmed and the devices were re-attached to the system. Visual inspection identified signs of corrosion on both iuis of the pcu, as well as on the right iui of the autoid module. Functional testing was unable to replicate a channel disconnect condition. The root cause of the reported channel disconnect event was not definitively identified.

Event description:
The customer reported that the patient had returned from the o.r., a pca infusion was started, and the pcu, pca and a pump module with maintenance fluids alarmed "disconnected" and shutoff. The staff reportedly "checked to make sure that the pumps were connected tight and restarted the pumps." When the same alarm occurred some time later the system was removed and sent to clinical engineering. The customer states that there was no effect on the patient from this event.